Manufacturer narrative:
(B)(4)

Event description:
It was reported " failed iab". Additional informaiton states that the iab catheter was removed and was initially not replaced. The patient needed placement of a second iab the next day, which was inserted into a different insertion site. During the placement of the second catheter the cusomer reported "after a second balloon placed, they experienced "helium loss alarms" immediately and rewired the balloon and placed a non-fiber iab to which they attached to a [competitior] pump. The third iab catheter was inserted into the same site as the second. Please see associated MDR#: 3010532612-2025-00571.

Manufacturer narrative:
(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed biohazard bag. Returned with the sample was supplied 50cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer end. The iabc bladder was fully un-wrapped. A kink to the iabc central lumen was noted at approximately 63.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp ze-roed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the distal end of the bifurcate bushing. Un-der microscopic inspection, the leak from the bifurcate bushing occurred from the adhesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 63.2cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 18.9cm from the iabc luer , which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failed iab" is confirmed. During the complaint investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive, which resulted in the helium loss alarm and caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing adhesive. The probable root cause is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported " failed iab". Additional information states that the iab catheter was removed and was initially not replaced. The patient needed placement of a second iab the next day, which was inserted into a different insertion site. During the placement of the second catheter the customer reported "after a second balloon placed, they experienced "helium loss alarms" immediately and rewired the balloon and placed a non-fiber iab to which they attached to a [competitor] pump. The third iab catheter was inserted into the same site as the second. Please see associated MDR#: 3010532612-2025-00571.